Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had fluid flow with the twist clamp closed. The event was further described as ¿the extender does not close despite having closed the extender. Liquid continues to come out despite being closed¿. This occurred during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event, however the patient was given antibiotic prophylaxis. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: (B)(4). G4: combination product: add no (previously blank) h11: the device was received for evaluation. A visual inspection with the naked eye identified a broken occluder feet of the main body. The reported condition was verified. The cause of the condition could not be determined; however, if the device was exposed to chemical agents such as hydrogen peroxide or bleach as listed on the product packaging this could damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.